Event description:
Customer reported to beckman coulter, inc. (Bec) that co2 (carbon dioxide) failed calibration after they changed the electrolyte buffer on the unicel dxc 800 synchron clinical system (dxc 800). Customer reported that the dxc 800 generated erroneous low co2 results on patient samples. Customer reported that the results were higher when the samples were repeated on their other instrument. Customer reported that one erroneous result was reported out of the laboratory. Customer reported that they issued amended report for the erroneous co2 result. Customer reported that no patient treatment was affected by the erroneous result. Customer reported that they found bubbles in the co2 acid reagent, a loose fitting on the acid line, and also level in bottles was not even. Bec customer technical support (cts) instructed the customer to check the reagent bottle, cap and lines. Cts instructed the customer to also check the ratio pump and the lines in the electrolyte compartment for loose tubing or other issues. Cts instructed the customer to force reagent through the line on the co2 acid reagent bottle that had air. Customer reported that the bubbles dissipated after the procedure. Customer indicated that they will run quality control and system operation. There was no report of any adverse event or injury requiring medical intervention or patient treatment. To date, customer has not reported on any further co2 calibration issue or erroneous co2 patient results after the repair.

Manufacturer narrative:
(B)(4).